Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 123 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the food. Customer's blood glucose value was unsure at the time of the incident. Customer's current blood glucose value was 123 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at night. The blood glucose value when admitted to hospital was 48 mg/dl. The customer complained about hypoglycemia and disoriented. The customer cause of hospitalization per healthcare professional's was low blood glucose. Customer to continue troubleshooting for low blood glucose level. The product was not returned for analysis.